Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was found that the patient's lp failed to capture. There was difficulty in snaring the lp for removal. The procedure was completed using an alternate lp system on (B)(6) 2026. The patient was stable.